Manufacturer narrative:
Per the user guide: your t:slim x2 pump can stop insulin delivery and alert you (or whoever is with you) if there has been no interaction with the pump within a specified period of time. The default for this alarm is pre-set to 12 hours. You can set it anywhere between 5 and 24 hours, or off. This alarm notifies you that there has been no interaction with the pump in the specified number of hours and the pump will shut down after 30 seconds. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent auto-off safety alarms were found in the pump data. The customer acknowledged experiencing the alarms and did not suspect they impacted blood glucose. Bg value was not provided. The customer declined to provide further information regarding the alarms. The customer had reverted to using manual injections for insulin therapy.